Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery after an unspecified procedure using a proglide device and a 6fr sheath. Reportedly, when the plunger was removed a cuff miss had occurred. The proglide was removed an hemostasis was achieved using manual arterial compression. No clinically significant delay in the procedure was reported. There were no reported adverse patient sequelae. The physician is reported to be proficient in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Without the product a physical examination could not be performed, which limited the scope of the investigation. No determination can be made as to the contributing factors to the reported discrepancy. A cuff-miss, or no suture present, can be influenced by many factors including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in a challenging anatomy, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. To ensure this type of experience is not a result of a potential product related deficiency, the needle trajectory of every device is checked during manufacture of the device. In addition, a sampling of finished devices is also tested to verify the functionality of the device. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number is unknown and the device was not returned. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency. Additionally, three unused representative samples with the part number, 12673-03 and lot number, 040466h, were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. Both cuffs were captured, suture was retrieved and knot advancement was successful. The device performed according to specification. A review of the finished product lot history record for lot number 040466h did not reveal any nonconforming material records associated with this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. Additionally, three unused sterile representative samples devices with the same part number are returning for evaluation; however, have not yet been received. A follow up report will be submitted with all additional relevant information.